Manufacturer narrative:
Returned product consisted of an incomplete maverick 2 mr balloon catheter. Photo media analyzed shows multiple devices. Despite alignment of media and analysis, the media was found not applicable as there was no batch confirmation and a form of calibrated measurement to confirm balloon size depicted in the media to confirm a match. The device was visually and microscopically examined. There were multiple kinks to both the hypotube and the shaft of the device. There was contrast in the inflation lumen, and blood in the guidewire lumen. At 139.2cm from the strain relief, the inflation lumen was separated. There was shaft damage at the separated end of the inflation lumen which was blown apart indicating that overinflation could have occurred. The balloon was detached from the device but the tip and guidewire lumen remained intact. With the guidewire lumen intact, the proximal markerband migrated to the distal markerband. The device was returned incomplete as the balloon was not returned and was reportedly disposed. It was clarified that the missing component was retrieved but then disposed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.5x15 maverick balloon catheter was advanced for dilation but resistance was encountered and the balloon ruptured. The balloon had been inflated to 12 atmospheres two times for 21-22 seconds when it ruptured. There are no balloon pieces left in the patient. The procedure was completed with another maverick balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.5x15 maverick balloon catheter was advanced for dilation but resistance was encountered and the balloon ruptured. The balloon had been inflated to 12 atmospheres two times for 21-22 seconds when it ruptured. There are no balloon pieces left in the patient. The procedure was completed with another maverick balloon.